Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Observed, two devices. One device appears to be intact. And the other device has an opening, non-labeled for side explanted. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.